Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between her ipg and charger. The patient was able to establish communication between the ipg and the programmer for a short period of time. It was also reported the ipg was examined and it appears that the ipg may have flipped in the pocket. The ipg is located at the top of the fold between the patient's buttocks, which is uncomfortable to the patient. X-rays will be taken as the next course of action.